Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 sensor paired to an ilet system displayed a sensor-failed message on the device while the glucose value was visible on the phone, and review confirmed the device had been configured with an incorrect pairing code; the sensor was replaced and the correct code was entered, with education provided to monitor for resumed readings and to call back if none occurred within 30 minutes. Symptoms included hypoglycemia with a glucose value of 52 mg/dl and a low duration of approximately 20 minutes. Outcomes included self-treatment with oral carbohydrates, specifically juice and food, without medical intervention or hospitalization. Investigation included troubleshooting and user education regarding correct sensor pairing and replacement. Investigation of this case revealed a device use issue related to incorrect cgm pairing, consistent with a configuration error rather than a device hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user-related error in device setup.